Manufacturer narrative:
Internal complaint reference: (B)(4). H3, h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection found that the sutures are broken with frayed ends. An analysis of the customer provided image found two pieces of blue and white suture, an anchor and an inserter. Based on the condition of the product material found during visual inspection it was determined that additional material testing was not required. A review of the device records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A review of the raw material, found a material certificate of analysis is required. The complaint was confirmed. Factors that could have contributed to the reported event include excessive force or torsion during use, use of sharp instruments near the device tip, or twisting of the tip that could lead to the needle cutting across the suture. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during shoulder rotator cuff repair surgery, the suture in the twinfix ti 5.0 ultrabraid was broken. The procedure was successfully completed without delay using a back-up device (in the originally drilled hole). No patient injury or other complications were reported.